Event description:
It was later clarified there was no confirmed report that the pump was explanted and the patient experienced baclofen withdrawal.

Event description:
The patient experienced an infection. The plan was to discontinue intrathecal baclofen pump therapy because of the infection. Options for managing the patient on oral baclofen were being considered. It was later reported that the patient was experiencing itb (intrathecal baclofen) withdrawal following pump removal. A follow-up report will be sent if more information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter model: 8731sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk.